Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in finland, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, a non-edwards valve was implanted in a bicuspid anatomy and embolized into the ascending aorta. Subsequently, the 26mm sapien 3 ultra valve was prepped as an emergency indication. Although difficulties were encountered when crossing the embolized non-edwards valve, the valve was able to be implanted. However, the difficulties led to an ascending aorta dissection/rupture. The patient expired.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty tracking system through anatomy was empirically confirmed based on similar events analyzed in an engineering summary. Available information suggests that patient factors (calcification, pre-existing valve in ascending aorta) likely contributed to the event as per information provided there was presence of calcification in the patient's vasculature, and a non-edwards valve embolized into the ascending aorta prior to introducing thv in the patient's anatomy. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.